Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with mild diffuse lamellar keratitis and blurry vision of the left eye one day post lasik treatment. The topical steroids were increased. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; three weeks after onset, the symptoms have resolved and the cornea is clear.